Event description:
It was reported that during an orif right distal tibia/fibula fracture, the 4.0mm cancellous bone screw broke at the shaft/thread junction during insertion. The shaft of the screw was retrieved and the threads were left in the patient. The surgeon was able to complete the procedure with no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. One (broken) screw was received with this complaint. Approx. 10.3mm of the threaded portion has been broken off from the end of the screw. The screw is, otherwise, in good condition with light signs of wear consistent with use. The dimensions that could be checked are within tolerance. Because of the type and extent of damage incurred, and because no lot number was provided, this complaint is judged to be indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
As reported, the procedure took place due to a nonunion. (B)(4).